Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. I use the bd ultra fine needles in my pen. I have lost count in the last two boxes of needles as to how many were not usable. Just tonight I had to use three needles to get my injection. One the needle was bent, one the insulin never came through. The third was good. It is becoming quite costly with all the unusable needles in the boxes.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. I use the bd ultra fine needles in my pen. I have lost count in the last two boxes of needles as to how many were not usable. Just tonight I had to use three needles to get my injection. One the needle was bent, one the insulin never came through. The third was good. It is becoming quite costly with all the unusable needles in the boxes.